Manufacturer narrative:
(B)(4).

Event description:
It was reported "the proximal way of the catheter was torn off at the level of the juncture hub (distal and median lines remained in place). Patient was able to move her legs, there was a sedation protocol in progress during the event". The catheter was removed and sedations and other drugs were infused via the unused "venous dialysis way". It was reported as a result of the incident the patient was not sedated for approximately 15 minutes which led to an interruption of the respiratory circuit and patient agitation. There was no consequence for the patient after sedation was restored. No patient injury was reported. The patient remained in ICU at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc and three stopcocks for investigation. Visual inspection of the catheter revealed the proximal extension line had separated from the juncture hub. The separation point was jagged. Remains of the extension line were seen molded to the juncture hub. In addition, some narrowing of the extension line indicating stretching was observed on both the proximal and distal extension lines. The catheter body appeared to be intentionally cut. The total length of the catheter body measured 175 mm which is not within specifications of 209.5mm - 225 mm per catheter product drawing. This indicates that at least 34.5 mm of the catheter were not returned for analysis. The outer diameter of the proximal lumen measured to be 2.15mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the proximal lumen measured to be 1.4732 mm which is within specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the juncture hub molding cavity for the distal extension line measured 0.084". The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and medial lumens were each flushed with a lab inventory syringe. Both lumens operated as intended. Functional inspection could not be performed on the proximal extension line due to the damage. A manual tug test confirmed the distal and medial luer hubs were secured to their re spective extension lines. A manual tug test could not be performed on the distal extension line since the luer hub was separated. The manufacturing site was consulted. Per manufacturing, the observed damage is not manufacturing related. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probable cause for such an issue is that undue force was applied, which caused the breakage. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the proximal extension line had separated from the juncture hub. The separation point was jagged. Per manufacturing, the observed damage is not manufacturing related. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probably cause for such an issue is that undue force was applied to the extension line. Based on the sample returned and the comments from the manufacturing site, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the proximal way of the catheter was torn off at the level of the jucture hub (distal and median lines remained in place). Patient was able to move her legs, there was a sedation protocol in progress during the event". The catheter was removed and sedations and other drugs were infused via the unused "venous dialysis way". It was reported as a result of the incident the patient was not sedated for approximately 15 minutes which led to an interruption of the respiratory circuit and patient agitation. There was no consequence for the patient after sedation was restored. No patient injury was reported. The patient remained in ICU at the time of this report.